Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient reported during the last in office visit, the technician did some programming to his pacemaker and he subsequently experienced syncope. Boston scientific technical services (ts) referred the patient to their physician to discuss what programming change was made that contributed to the patient's symptom.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient reported experiencing syncope again during an in office device interrogation of the pacemaker. The patient noted that the physician indicated it may be related to the pacing rate becoming too low during the sensing test and has subsequently written a note to not perform that test during future interrogations. Boston scientific technical services (ts) referred the patient to the clinic for any further questions. The pacemaker remains in service and no additional adverse patient effects were reported.